Event description:
It was reported that during a pta/stenting treatment procedure, the shaft of the 9f unistep plus 16x40x100 cm wallstent split during deployment. The stent was successfully implanted in the patient. No patient injuries were reported. Patient status is reported as 'fine'.